Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the camera wouldn't track any instrument. There was a ¿localizer faulted¿ notification in the clinical application. From troubleshooting, the network device interface (ndi) tool showed status battery fault of the camera. A camera replacement was needed. Patient presence was unknown.

Manufacturer narrative:
H2: additional information added to b5. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the damaged camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c08, c02 fdc d02 are applicable to the system checkout. Imf code updated to f27 to reflect no patient involvement as reported in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that an image attached of the ndi showed a bump detector battery fault and storage temperature exceeded. There was no patient involvement.